Event description:
It was reported that during an emergency aspiration of thrombosis procedure, a death occurred. The patient had presented with an acute myocardial infarction and a coronary angiography (cag) was performed. When unpacking the mach1 guide catheter, the physician felt a bent at the tip of the catheter. Upon attempting to replace the guide catheter, the patient's condition became worse and the patient expired. It was reported that the physician's opinion is "this event would be nothing to do with this device." The device was never used on the patient.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.